Manufacturer narrative:
The device is not available for evaluation; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
During an in-service visit performed by the olympus endoscopy support specialist (ess) at the customer facility, it was observed that the facility did not use the air/water cleaning adapter during pre-cleaning. Ess completed the in-service and trained all the facility staff to perform reprocessing per the olympus requirements. There is no harm reported to any patient or other persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 28-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the improper reprocessing was likely from the facility staff being less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The following information is stated in the instructions for use regarding reprocessing: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.